Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements of the electrical performance and inner insulation were within normal limits. Outer insulation test failed due to cuts observed in the insulation, likely caused by explant damage. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to unknown reasons. The lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to unknown reasons. The lead was returned. No additional adverse patient effects were reported.